Event description:
Implant was placed in site area #11 on (B)(6) 2011 and it just fell out after 2 yrs when he came for cleaning. Dr replaced it using a et same size fixture. It is reported that the pt has poor bone quality.

Manufacturer narrative:
It was reported by the doctor that the pt has poor bone quality. Since 2 yrs healing period is not usual, hiossen inc has contacted the doctor for x-ray but he refused to provide it. The investigation was limited to the returned product and device history record. Based on inspection results and the DHR review, the return product has been found to be within specification. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.